Event description:
An ophthalmic surgeon reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient developed progressive fibronectin membrane across the optic. The fibronectin was also advancing at the time. Two weeks post-operation, there was no speck of fibronectin on the optic. Two months after the post operation there was some anterior capsular opacification (reported as aco), however no fibronectin. The surgeon reported that, surgeon would use enoxaparin in all uveitis patients and any case with an lens with prior fibronectin adhesion in the contralateral eye.

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: 2022-08994

Event description:
Based on further review of the file, following submission of the initial report, this file does not meet criteria for reporting as a device malfunction.

Event description:
An ophthalmic surgeon reported that following a cataract surgery with intraocular lens (iol) implant procedure, the patient developed progressive fibronectin membrane across the optic. The fibronectin was also advancing at the time. Two weeks post-operation, there was no speck of fibronectin on the optic. Two months after the post operation there was some anterior capsular opacification (reported as aco), however no fibronectin. The surgeon reported that, surgeon would use enoxaparin in all uveitis patients and any case with an lens with prior fibronectin adhesion in the contralateral eye.

Manufacturer narrative:
A sample device was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).